Event description:
The customer reported that the system failed boot to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A service quote was issued to the customer. However, no conclusion can be drawn and no additional service information was provided.